Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The device failed a systems test. Also, three of the input connector slots were damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a message was received that "programmer has lost communication with analyzer". Two programmers were tried, and the same issue occurred. The analyzer has been returned for repair. There was no patient involvement.